Manufacturer narrative:
The insulin pump was received with no escape and act button response due to flattened button dome switch. The connector on the lcd board was inspected and no anomaly was noted. The pump was received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons are really hard to press. The customer stated that the pump has been replaced the second time around. The customer stated that she had issues pressing the act and escape buttons. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.